Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The sample was received with a white solution inside the fluid path; the white residues adhered to the fluid path. Visual inspection revealed burst tubing. The white residue was determined to have been from the medication being used at the time of the event. A labeling review was performed and revealed that this set is not rated for power injection. The cause of the burst rupture condition was determined to be use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link catheter extension set burst during infusion of an unknown contrast agent. It was reported that the IV contrast was run with a power injector for approximately three minutes at "half the normal pressure" when the tubing burst near the male luer, leading to contrast agent spraying on the technician and the patient. The tubing was clamped to stop the flow. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.